Event description:
The customer reported obtaining erroneously high sodium (na), potassium (k), chloride (cl) and/or carbon dioxide (co2) results for 5 patient samples involving the unicel dxc 600 synchron system. The customer indicated that the erroneous results were reported out of the laboratory. The samples were repeated and reports amended when the customer noticed quality control (qc) results shifted out of range after the event. There was no change or affect to patient treatment in connection with this event. Qc before the event was within the laboratory's established ranges. The customer indicated that low level qc shifted high at >4 standard deviations (sd) after the event and the high level qc shifted low but was still within the established range. Beckman coulter field service engineer (fse) was dispatched and replaced the ratio pump and module chemistry (mc) sample probe. Repairs were verified and results met published specifications.